Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported a primary revision surgery of right knee. The posterior locking mechanism did not engage in the knee. The device did not fail, allegedly there was not enough exposure. There was a 5 minute delay.